Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, however, the lot history records of all potential lots shipped to the facility were reviewed and there were no discrepancies or unusual findings. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling.the case was reviewed by inari's chief medical officer, who concluded that the patient's pseudoaneurysm was likely the result of user error where the device was subjected to excessive force. Labeling states: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." Pseudoaneurysm is identified in the device labeling as potential complication(s)/adverse event(s).manufacturer reference #: (B)(4).

Event description:
A male patient in his early 70s with a pulmonary embolism (pe) underwent a thrombectomy on (B)(6) 2023 using the inari flowtriever system. The procedure was successful, but it was noted that there was difficulty advancing the triever24 and triever16 into the pulmonary artery. Postoperatively, a computed tomography scan revealed a pseudoaneurysm in the right ventricle. A wall-adherent clot-in-transit (cit) was also observed. A second thrombectomy was attempted on (B)(6) 2023 with the inari flow triever, but the cit was unable to be aspirated. The cit was removed surgically, and the pseudoaneurysm was ligatured during the same operation.